Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported patient experienced a decreased in hemoglobin levels after returning to the ICU. A CT scan showed bleeding from the impella access site to the retroperitoneum. The patient underwent an emergency operation to stop the bleeding. When the blood vessel was exposed and the access site was visually confirmed, a side leakage of the sheath and the blood vessel was noted. Due to CABG, impella was switched to ECMO. No further information was provided.